Event description:
It was reported that the patient underwent surgery to explant and replace their inflatable penile prosthesis (ipp). The pump would not work and during explant of the ipp system, it was observed that the distal portion of both cylinders had ruptured and the paralyne layer had come apart resulting in fluid loss. There were no patient complications reported.

Event description:
It was reported that the patient underwent surgery to explant and replace their inflatable penile prosthesis (ipp). The pump would not work and during explant of the ipp system, it was observed that the distal portion of both cylinders had ruptured and the paralyne layer had come apart resulting in fluid loss. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly evaluated. The pump component was visually and microscopically examined and tested for leaks. The kink resistant tubing (krt) was worn down to the filament, however, no leaks were identified. Under microscopic examination it was noted that the pump was contaminated and functional testing was not performed as a result. The cylinders were visually and microscopically inspected, and leak tested. A large hole was observed in one of the cylinder bodies consistent with sharp instrument damage. Additionally, both cylinders exhibited tears, detached outer tubing, and broken fabric threads in the proximal cylinder bodies consistent with damage occurring at explant. Neither cylinder was pressure tested due to the observed leaks. Product analysis was unable to determine the most probable cause of the reported clinical observations.